Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine device replacement, a new cardiac resynchronization therapy defibrillator (crt-d) was successfully connected to the right atrial (ra) and right ventricular (rv) leads but the lv lead was unable to pass through the connector block. Troubleshooting performed included using the torque wrench on the device and holding the distal portion of the lead while the lead pin area was immersed in sterilized water, however the lead pin barely entered the connector block. This new crt-d was provided as replacement, and the same lead was advanced through the connector block but the physician was unable to visually confirm the lead tip was fully inserted into the header block despite multiple attempts to re-insert the lead. It was noted that the lv lead insulation moved but did not pass through the connector block in the same manner as the ra and rv leads had. Electrical testing of the lv lead confirmed appropriate lead measurements, even when the lv lead was gently pulled for stress testing. X-ray imaging confirmed the lv lead was appropriately inserted into this second crt-d. Subsequently, the pocket was closed, and the procedure was completed. The lv lead and this crt-d remain in service. No adverse patient effects were reported.